Manufacturer narrative:
The complainant was unable to provide the device upn or lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit usd was a stone light laser console with laser settings of 5 hertz and 50 millijoules. According to the complainant, during the procedure, 20 cm from the tip of the laser fiber was broken. Additionally, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019that a flexiva 200 laser fiber was used in a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a stone light laser console with laser settings of 5 hertz and 50 millijoules. According to the complainant, during the procedure, 20 cm from the tip of the laser fiber was broken. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event.